Event description:
The customer called for help with her new breeze2 meter. While performing control tests, she received a result of 188 mg/dl. A control range was not available, but should be around 90-123 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.